Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was resuing cartridges. Tandem technical support educated the customer that reusing cartridge is off label per the tandem user guide. There was no reported adverse impact. Customer continued to use the existing cartridge.